Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determine. Source: phone.

Event description:
Conflicting results for one patient. Tested negative during a weekly screening event and positive upon repeat the following day. The patient was re-swabbed and tested negative.